Event description:
Seven minutes into 10 minute ems transfer of pt to receiving facility, monitor screen went blank without warning, no low voltage battery alert. Pt was ambu bagged throughout transfer by medical resident. Pt restless, moving. On admission to the ER, noted to be pulseless, no blood pressure. Code not successful, pt expired. Questionable relationship between monitor failure and pt's demise. Pt was a 55 y/o admitted 11/4/94 after acute anterosaptal myocardial infection, improved until 11/7/94-unresponsive, coded, successfully resuscitated. Transferred to another facility on 11/8/94 for balloon angioplasty not available at reporting facility.